Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the distal tip assembly was broken off when received. The complaint device was received in two pieces, the distal tip end was 2.4cm long and the rest was 162.9cm long. The broken distal tip appeared brittle. There is some portion, approximately 5.0cm long, of the broken imaging window missing. Image characterization testing revealed that no image appeared in the system due to electrical open at distal which is not related to the tip detachment. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. No other issues or defects were observed during visual or functional analysis of the returned device. The device was sent to an outside vendor for oxidation analysis. High levels of oxidation were found at the surface of the brittle fracture site and throughout the tested sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the tip detachment has been determined through oxidation index testing of this broken tip to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. The most probable root cause is design related. (B)(4).

Event description:
It was reported that during a diagnostic procedure, a tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad). During advancement of the atlantis sr pro2 imaging catheter into the guiding catheter, the tip of the catheter separated/detached. The procedure was completed with another of the same device. Patient status is listed as good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a diagnostic procedure, a tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad). During advancement of the atlantis sr pro2 imaging catheter into the guiding catheter, the tip of the catheter separated/detached. The procedure was completed with another of the same device. Patient status is listed as good.